Event description:
A low positive advia centaur xp total hcg patient result was obtained for a patient sample. The physician called and stated that the patient was admitted to the hospital and tested for thcg. The result was much higher. The customer repeated the testing on the initial sample and the total hcg result was higher for the diluted sample. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant total hcg result.

Manufacturer narrative:
The cause for the discordant total hcg result may be due to hook effect. The IFU states: "high-dose hook effect patient samples with high hcg levels can cause a paradoxical decrease in the rlus (high-dose hook effect). In this assay, patient samples with hcg levels as high as 400,000 miu/ml (iu/l) will assay greater than 1000 miu/ml (iu/l)." The quality control was within acceptable range. There were no errors in the event log. The instrument is performing within specification. No further evaluation of the device is required.